Manufacturer narrative:
(B)(4). D10: item# 00840002411; lot# 63171877. Item# 00840009500; lot# 66458918. Item# 110029938; lot# 116420. Item# 211240; lot# 66114653. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an elbow revision approximately seven (7) months post-implantation due to squeaking of elbow and excessive rom. The surgeon originally planned to revise distal body; however, the whole implant was loose and was removed and replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Visual examination of the returned product/provided pictures identified signs of use with a gouge on the collar at the proximal end of the reamer. There is some galling on the shaft of the reamer and then more damage to the collar at the distal end of the reamer. The step feature on the distal end of the reamer is also cracked. Measured the reamer and all measurements taken were conforming. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.